Event description:
In 2001 end-user called hypoguard, USA and stated that the infusion set is breaking at the base where it goes into the pump. It is a crimp and it is coming loose right at the base. On october 23, 2001 maersk medical received the complaint and 1 used tubing.